Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that they were hospitalized due to high blood glucose on unknown date with blood glucose of 800 mg/dl at the time of incident. The customer also reported that the insulin pump was not turned on assisted with troubleshooting. The insulin pump will not be returned for analysis.